Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The cable connecting the cpu board with lcd screen was reconnected properly to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the device does not start. There was no report of patient involvement.

Manufacturer narrative:
This event was reviewed and it was determined that this was not a reportable malfunction. Per the complaint, the device did not start, preventing use of the unit. This event was reviewed and it was determined that this was not a reportable malfunction. Per the complaint, the device did not start, preventing use of the unit.